Event description:
The device involved in this MDR report was implanted in 2006. The pt passed away in the same year. It was reported that he/she experienced a ventricular fibrillation episode and an external defibrillation check was delivered. After this external shock, the device could not be interrogated with the standard programmer.